Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. A fracture was found on the lead. During explant surgery, the helix was unable to be retracted so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284vrc implantable cardiac defibrillator (ICD) 2009-(B)(6). (B)(4).